Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens was explanted due to the blurry vision and corneal ectasia, it was reported that the system provided inaccurate measurement resulted in an unexpected refractive outcome in the unknown eye of a patient. Reported values did not match with the post-operative outcome after refractive surgery. Additional information has been requested.